Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in an application, no problems were found with beeping. However, service will replace the downstream sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical pump was beeping " no clamp tubing". There were no reported adverse events.